Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with non-sustained right ventricular over-sensing due to post-paced t-wave oversensing on the implantable cardioverter-defibrillator. The site has yet to make the suggested programming changes. There were no patient consequences.